Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported, when placing tubing for a patient, they found that the puncture sheath could not enter after expanding the skin. They then observed a split crease at the front end of the sheath. After replacing it with a spare sheath, they were able to insert it successfully. It was reported this occurred with two devices. This report addresses both devices.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged microintroducer is confirmed; however, the exact cause is unknown. Two photographs of a microintroducer were returned for evaluation. An initial visual observation of the photographs showed a longitudinal split extending from the distal tip of the sheath. The tip of the sheath appeared deformed in the vicinity of the split. There were no distinguishing features in the returned photographs of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.